Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse discovered a worn aliquot probe. The fse replaced and aligned the aliquot probe. The fse also replaced tubing, filters,dryer boots and inspected and cleaned probes on cuvette washer, mixers, probes, and drains. Quick check, quality controls, and precision were run and all were within specification. The cause of the discordant, falsely low bun result on one patient sample is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low blood urea nitrogen (bun) result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was flagged by the system's delta check as it did not match results previously obtained on samples from the patient. The sample was repeated on the same instrument and resulted higher. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low bun result.